Event description:
It was reported that during a training/demo of the da vinci system, there was a brake problem on universal surgical manipulator (usm) 2. The technical support engineer (tse) asked the user to restart the system, but the issue recurred. The tse asked if the clutch was free and the user tried to press the port clutch several times, but the issue recurred. Logs displayed no errors. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the system and observed that set up joint (suj) 2 axis 4 brake did not work. The fse replaced the suj2 to correct the reported problem. Isi has received the suj for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The setup joint (suj2) was returned for failure analysis, and the reported issue was confirmed and replicated. Due to the mechanical nature of the fault, no related error logs were confirmed via artemis. Upon visual inspection, the wrist brake assembly was completely loose, causing the wrist to spin without power or being clutched, which replicated the reported event. Fa installed the suj onto a golden system where no errors were triggered, (with the loose wrist assembly), indicating the encoder bracket was not holding the brake properly. Failure analysis determined that the wrist brake and wrist encoder bracket are the root causes for this issue.